Event description:
Abscess. Pt with a history of gastric carcinoma, underwent an adhesiotomy for an ileus in 2001. One sheet of seprafilm was applied (location unspecified) during the procedure. 10 days later, pus was observed draining from the abdominal median wound. A CT scan confirmed an abscess. Drainage was started. Cultures of the discharge could not idenitify the causal organism. Ciproxan (ciprofloxacin hydrochloride/ciprofloxacin) 600 mg was introduced for the treatment of infection. The abscess resolved. The wound healed and the pt was discharged without sequelae. The treating phyician commented that there were no complications during the surgery. Possible cause of the infection may be due to leakage of gastrointestinal tract contents during the procedure. Though foreign substance (seprafilm) placed in the body did not work as culture medium, bacteria might grow on seprafilm after possible contamination because, unlike tissue, sufficient antibiotics cannot be conveyed to such substance.